Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer became distracted when using the bolus feature and overrode the suggested bolus amount, and delivered a 10 units bolus request. Reportedly, the customer felt blood glucose (bg) decrease, but confirmed bg level did not decrease below 70 mg/dl. The customer resolved the issue by consuming carbohydrates and glucose tablets.